Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 37 mg/dl. Customer reported their sensor did not alert them of a low. The customer treated their blood glucose with orange juice and glucose tablets. The customer declined to troubleshoot for their blood glucose and for the insulin pump. Customer declined to return the product for analysis.